Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2024 and suture was used. Post-op, it was reported by healthcare professional that they had a patient in for a procedure, 130# greatdane for ohe/ gastropexy. The dvm used 0 pds in a continuous pattern to close her linea alba. Patient had an unremarkable recovery post surgery and was recovered in a kennel. Upon release of the patient, large quantities of frank blood were noted from the incision site. Patient was sent to the local ER, where a secondary procedure was performed. One of the dvm's overing seeing the transfer, was informed that the suture had broken. The suture would have broken or torn only a few hours post-op, with very limited movement by the patient. Device availability unknown. Additional information was requested.